Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer should have gotten 6.8 units, but it says that she got maybe 3.8 units and the zero is flashing. Customer changed her set yesterday. Customer's blood glucose level was 162 mg/dl. Customer performed a 5.0u fixed prime. Customer stated that the insulin did not exit. Customer pushed the insulin slowly through the tubing and the insulin exited the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Customer was advised to wait for her blood glucose level to rise and then to treat. Customer declined a replacement reservoir. No further assistance needed.